Event description:
It was reported through a remote transmission that the patient's right ventricular (rv) lead exhibited noise. The clinic will continue to monitor the patient. The patient was in stable condition.